Event description:
Aspect rep received info from a crna regarding a pt who underwent an hour long procedure. The crna stated the sensor was exceptionally adhered to the pt's skin. Upon removal of the sensor, adhesive pieces were left on the skin which required the crna to use adhesive remover to clean the remaining adhesive. The crna observed a very small skin tear of less than 1 cm at the prior site of element #1 and one small dot noted under sensor element #3. The crna applied a very small dab of antibiotic ointment to the skin tear and applied pressure to the one small dot. The crna has not heard from the pt after discharge from the hospital and presumes the irritation has resolved.

Manufacturer narrative:
We conducted a review of the lot history record for the sensor which was used at the time of this incident. We concluded from this review that all sensors were properly qc inspected and tested in accordance with the approved procedures. Retain product was sampled by completing a visual inspection for contamination. Results indicate these samples passed our incoming inspection criteria for contamination. In addition, the strength of the base pad foam adhesive was within specification. There were no mfg changes (such as a change in the gel or adhesive) that may have caused a pt reaction. Product label states "if skin rash or other unusual symptom develops, stop use and remove". Antibiotic ointment is considered a widely used over the counter ointment. However, it is unk if the treatment was to prevent serious injury. Device functioned as intended and did not malfunction. Based on our investigation, we have concluded the sensor did not cause or contribute to a death, and did not malfunction. Our investigation concludes that this incident did not result in permanent damage or permanent impairment, did not cause or contribute to a death, and did not malfunction. However, it is unk if the use of antibiotic ointment was medical intervention to prevent serious injury. Therefore, an MDR is required.